Event description:
Consumer stated she purchased the toothbrush about 3 weeks ago and the toothbrush bristles fell out while brushing, causing their daughter to choke. Daughter is feeling okay now, may have swallowed some bristles. This has happened with 2 of the brushes in the same pack. The toothbrushes involved in incident were not returned, but another toothbrush from a different package she purchased at the same time was returned.